Event description:
It was reported that during a nephrectomy procedure, after a few seconds from the beginning of the operation, the tissue pad detached. The same problem occurred with the second device used in the same operation. The tissue pad fell into the patient and was retrieved through the trocar. A third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device (a) was returned with the tissue pad partially detached (tissue pad material on the groove). Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them, and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. The device (b) was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch f9hr23, mfg date 10-16-09, exp date 9-16-14.